Event description:
I had gained weight after a thyroidectomy and I needed to lose weight to pass my military a pft. I went to dr (B)(6). I'm out with a consultant instead of the md which was a surprise. The consultant said they have had great results with military service members losing weight with the balloon. They sold me on the idea of losing weight with the balloon as a safe option. A day before the surgery, I backed out and wanted my money back and they would not give me my money back. They told me that I would owe them money anyways. So I had the balloon placed for (B)(6) on (B)(6) credit. I agreed to have a place only if they would use a reduced amount of saline in the balloon of 400 ml. The consultant and the lpn promised me that they would let the mdo (medical doctor office) know. Prior to having the balloon placed in the pre-op area, I asked them and do you do only place 400 ml in the blue maximum. (B)(6) 2018 orbera balloon placed by (B)(6). Balloon was placed and over inflated causing severe pressure on pancreas and gallbladder. Md had no cross coverage and was out of town when I had a medical emergency with the balloon. His staff could not tell me when he was going to be back in town. They told me to go to the emergency room. The emergency room could not remove the balloon. They told me to go back to the surgeon. The staff told me they didn't know when he was going to be back in town. They failed to document any of the severe abdominal symptoms in (B)(6) 2018 to (B)(6) 2018. Upon review of my medical record, there was no documentation about my emergent symptoms. The md had over inflated the balloon with 500 to 550 ml which was consistent with the ER radiology md review of ultrasound of a severely inflated balloon in abdomen. I am only (B)(6) and he placed the maximum amount of fluid in the balloon. I have posted online reviews about the orbera balloon experience. I have recently been threatened by this (B)(6) / mds attorney to take down the reviews of the balloon and substandard care. When I look at other online social media meds sites, other women are having the exact same problems as I am having with the orbera balloon. I feel the orbera balloon needs more studies before it is released. Or if needs to be recalled immediately. When I became severely ill in (B)(6) 2018, I could not attend my military drill. My military command got involved in my medical care. My units medical officer told me that orbera balloon is not allowed to be placed by mds in any military service members. The surgeon general has prohibited any gastric balloon to be placed in any us military service members. I asked for a refund from (B)(6) bank / (B)(6) credit due to (B)(6) placing the balloon in the united states service member, when it should not have ever been placed. (B)(6) is severely deceptive and their sales tactics, ethical truth in lending, they have fought me getting my refund since (B)(6) 2018. Upon looking at other review sites, they have done a similar thing to other people. I got a hold of the maker of the orbera a balloon to discuss the issues with the md and the medical facility not having anyone on call to take care of me during that emergency. The aubert a balloon rep was doing her dishes at the sink when I was trying to explain to her the seriousness of the problem. More studies need to be done on this balloon and you need to understand that they are taking (B)(6) from pts and then these balloons are having to come out in a month after their placed. FDA safety report ID# (B)(4).